Event description:
The hospital reported that paint chips from the light arm fell into the patient's cavity during surgery. The patient had to be aspirated and cleaned. According to the customer, there was no injury as a result. Factory reference number: (B)(4). Reference MFR report 9710055-2014-00056.